Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device had limited movement range and component damage. It was further determined that the device failed pretest for check for sticky triggers. Therefore, the reported condition was confirmed. It was noted that the c-clip was breaking, causing the reverse trigger to become obstructed and unable to be fully depressed and further results of the analysis will be captured under nr. The assignable root cause was determined to be due to component failure from wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device history record review: a device history review was performed which indicated that there were no relevant issues identified during the manufacture of the device that may have contributed to the reported condition. Correction: d9: device availability date updated. Correction: h6: investigation conclusion: additional information: h6: investigation findings: the actual device was returned for evaluation. During repair, an evaluation was performed, and it was determined that the device passed visual inspection. During the assessment, it was found that the trigger could not be fully pressed in. When the device was disassembled it was found that the safety ring was broken and had fallen behind the trigger, leading to the limited trigger movement. Due to the limited trigger movement other test steps could not be performed. It was further determined that the device failed pretest for check for sticky triggers. Therefore, the reported condition was confirmed. However, an assignable root cause for the broken safety ring could not be determined. The issue has been escalated to a non-conformance (nc). Further results of the analysis will be captured under the non-conformance.

Event description:
It was reported that the unium modular handpiece device reverse trigger could not press completely. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.